Manufacturer narrative:
Returned therapy cable passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient reported that the wcd system got stuck in the boot up phase and does not power on completely. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.